Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked during preparation. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 29, 2019 - october 30, 2019. H10: the device evaluation was completed. A visual inspection was performed using the naked eye which found no evidence of a leak on or in any parts of the device. Functional testing was performed by filling the device with green colored water. During fill, no evidence of a leak was observed. After fill, the sample was monitored until the next day and no sign of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.